Manufacturer narrative:
This report is submitted on july 28, 2020.

Event description:
Per the clinic, it was reported that the patient developed significant skin issues at the implant site and a loss of benefit. The patient was subsequently treated with antibiotics for the reported skin issues (type not reported). There are plans to reimplant the patient with another cochlear device to achieve a greater audiological gain.